Manufacturer narrative:
Follow-up #1 date of submission 11/03/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a review of the pump black box data showed no evidence of a battery life issue. The current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. There was reportedly no damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.